Event description:
It was reported that the filterwire was fractured. The 80% stenosed target lesion was located in the internal carotid artery. A 190cm filterwire was selected for use. During unpacking, it was found that the filter itself was fractured. The procedure was completed with another of same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The wire returned inside the retrieval sheath and the filter bag came back in retracted state. The filter bag is ripped and the wire is kinked in several sections. Additionally, the spring tip is bent. The outer diameter dimensions were found within specification. Sheathing/unsheathing test cannot be performed due to the device condition. However, it was necessary to deploy the filterwire to analyze the filter bag. No other issues were identified during the product analysis.

Event description:
It was reported that the filterwire was fractured. The 80% stenosed target lesion was located in the internal carotid artery. A 190cm filterwire was selected for use. During unpacking, it was found that the filter itself was fractured. The procedure was completed with another of same device. No complications were reported and the patient was stable post procedure.